Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that the device had not infused over the 24-hour period. The pump had been stopped and turned off by the patient due to an unknown alarm. Therapy had been started on (B)(6) 2026 with a continuous infusion rate of 4.18 ml per hour and a total volume of 192.16 ml. The pump had been restarted by the nurse on (B)(6) 2026, and the therapy had been completed on (B)(6) 2026. The patient had not been affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
B3: day unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.